Event description:
(B)(4) it was reported that painful total hip arthroplasty. History of instability. Adverse tissue response due to taper corrosion

Manufacturer narrative:
The catalog number and lot code were not provided. The device is an unknown head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.